Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a suspected peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The patient was not hospitalized for the suspected peritonitis event. Treatment for the event was not reported. At the time of this report, it was unknown if the patient had recovered from the suspected peritonitis event. Action taken with pd therapy was not reported. Additional information was requested but is not available.